Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/left right sided pain"), incontinence ("incontinence"), cholecystectomy ("gallbladder surgery/gall bladder removal"), thyroidectomy ("thyroid removal") and erosive oesophagitis ("gerd/esophageal erosion") in a 39-year-old female patient who had essure (batch no. 627435) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and morbid obesity. Concomitant products included famotidine and omeprazole. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient had essure inserted. In 2013, the patient experienced the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems/teeth were chipping and breaking and had to be removed") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced incontinence (seriousness criterion medically significant), 8 years 8 months after insertion of essure. On (B)(6)2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd/esophageal erosion"), the second episode of alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("ovarian cysts and tubal cysts") and erosive oesophagitis (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant) and adenotonsillectomy ("tonsil and adenoid surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder sling and urethral lift and vaginal hysterectomy (full), bilateral salpingectomy and oophorectomy (one side removal)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved, the incontinence and gastrooesophageal reflux disease was resolving and the vaginal haemorrhage, menorrhagia, tooth fracture, dysmenorrhoea, dyspareunia, cholecystectomy, the last episode of alopecia, migraine, headache, feeling abnormal, amnesia, ovarian cyst, fallopian tube cyst, thyroidectomy, weight increased and erosive oesophagitis outcome was unknown. The reporter considered adenotonsillectomy, amnesia, cholecystectomy, dysmenorrhoea, dyspareunia, erosive oesophagitis, fallopian tube cyst, feeling abnormal, gastrooesophageal reflux disease, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic pain, thyroidectomy, tooth fracture, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2017: uterus, cervix, bilateral tubes and left ovary; hysterectomy, bilateral salpingectomy and left oophorectomy - chronic cervicitis. Secretory endometrium. Benign epithelial para tubal cysts. Benign simple cyst, left ovary.. Ultrasound scan - on (B)(6)2017: left ovary is 6.1 x 5.8 x 4.6cm with doppler flow and a simple cyst 6.1 x 5.8 x 4.2cm. Doppler was obtained on left ovary bilateral essure coils are seen. Cervix is within normal limits.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record: menorrhagia, urinary incontinence, dysmenorrhea, gerd and pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Event cysts was deleted. New events added from pfs- abnormal bleeding (vaginal, menorrhagia), incontinence, dental problems/teeth were chipping and breaking and had to be removed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gerd/esophageal erosion, gall bladder removal,. Hair loss, migraines, headaches, brain fog, memory loss, ovarian cysts and tubal cysts, thyroid removal, tonsil and adenoid surgery, gallbladder surgery and weight gain. Event verbatim was updated as pain/left right sided pain. Lot number and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/left right sided pain"), incontinence ("incontinence"), cholecystectomy ("gallbladder surgery/gall bladder removal"), thyroidectomy ("thyroid removal") and erosive oesophagitis ("gerd/esophageal erosion") in a 39-year-old female patient who had essure (batch no: 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and morbid obesity. Concomitant products included famotidine and omeprazole. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems/teeth were chipping and breaking and had to be removed") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant), 8 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd/esophageal erosion"), the second episode of alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("ovarian cysts and tubal cysts") and erosive oesophagitis (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant) and adenotonsillectomy ("tonsil and adnoid surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder sling and urethral lift and vaginal hysterectomy (full), bilateral salpingectomy and oophorectomy (one side removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the incontinence and gastrooesophageal reflux disease was resolving and the vaginal haemorrhage, menorrhagia, tooth fracture, dysmenorrhoea, dyspareunia, cholecystectomy, the last episode of alopecia, migraine, headache, feeling abnormal, amnesia, ovarian cyst, fallopian tube cyst, thyroidectomy, adenotonsillectomy, weight increased and erosive oesophagitis outcome was unknown. The reporter considered adenotonsillectomy, amnesia, cholecystectomy, dysmenorrhoea, dyspareunia, erosive oesophagitis, fallopian tube cyst, feeling abnormal, gastrooesophageal reflux disease, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic pain, thyroidectomy, tooth fracture, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Pathology test: on (B)(6) 2017: uterus, cervix, bilateral tubes and left ovary; hysterectomy, bilateral salpingectomy and left oophorectomy - chronic cervicitis. Secretory endometrium. Benign epithelial para tubal cysts. Benign simple cyst, left ovary. Ultrasound scan: on (B)(6) 2017: left ovary is 6.1 x 5.8 x 4.6cm with doppler flow and a simple cyst 6.1 x 5.8 x 4.2cm. Doppler was obtained on left ovary bilateral essure coils are seen. Cervix is within normal limits. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record: menorrhagia, urinary incontinence, dysmenorrhea, gerd and pelvic pain. Lot number: 627435. Manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left right sided pain'), thyroidectomy ('thyroid removal') and erosive oesophagitis ('gerd/esophageal erosion') in a 39-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and morbid obesity. Concomitant products included famotidine and omeprazole. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems/teeth were chipping and breaking and had to be removed") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced incontinence ("incontinence"), 8 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient underwent cholecystectomy ("gallbladder surgery/gall bladder removal"), thyroidectomy (seriousness criterion medically significant) and adenotonsillectomy ("tonsil and adnoid surgery"), experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd/esophageal erosion"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("ovarian cysts and tubal cysts"), erosive oesophagitis (seriousness criterion medically significant), back pain ("back pain"), dry skin ("super dry skin"), dental caries ("6 teeth rot"), depression ("depression"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), flatulence ("gas pain") and haemorrhoids ("hemorrhoids") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder sling and urethral lift and vaginal hysterectomy (full), bilateral salpingectomy and oophorectomy (one side removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the incontinence, alopecia and gastrooesophageal reflux disease was resolving and the cholecystectomy, vaginal haemorrhage, menorrhagia, tooth fracture, dysmenorrhoea, dyspareunia, migraine, headache, feeling abnormal, amnesia, ovarian cyst, fallopian tube cyst, thyroidectomy, adenotonsillectomy, weight increased, erosive oesophagitis, back pain, dry skin, dental caries, depression, allergy to metals, urinary tract infection, flatulence and haemorrhoids outcome was unknown. The reporter considered adenotonsillectomy, allergy to metals, alopecia, amnesia, back pain, cholecystectomy, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, erosive oesophagitis, fallopian tube cyst, feeling abnormal, flatulence, gastrooesophageal reflux disease, haemorrhoids, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic pain, thyroidectomy, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral tubes and left ovary; hysterectomy, bilateral salpingectomy and left oophorectomy - chronic cervicitis. Secretory endometrium. Benign epithelial para tubal cysts. Benign simple cyst, left ovary.. Ultrasound scan - on (B)(6) 2017: left ovary is 6.1 x 5.8 x 4.6cm with doppler flow and a simple cyst 6.1 x 5.8 x 4.2cm. Doppler was obtained on left ovary bilateral essure coils are seen. Cervix is within normal limits. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record: menorrhagia, urinary incontinence, dysmenorrhea, gerd and pelvic pain. Lot number: 627435, manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received. New events: back pain, dry skin, tooth decay, depression, nickel allergy, uti, hemorrhoids were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and cyst ("cysts"). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and cyst outcome was unknown. The reporter considered alopecia, cyst and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.